Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) instructed customer to clean and lubricate the z-axis rod of the sample needle. Customer cleaned and lubricated the z-axis rod and then checked the sampling needle alignment; customer confirmed no further errors occurred. The g8 instrument is functioning without errors; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting states the following: 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to dirty z-axis rod due.

Event description:
On (B)(6) 2018, a customer reported receiving 710 z1-axis error message while sampling specimens on the g8 instrument. The customer performed sample reset with no errors. Customer stated the specimen tubes had hemoguard caps which appeared to be puncturing slightly off center. A field service engineer (fse) was dispatched to address the reported event, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.